Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump for spinal pain indications. It was reported that the patient stated they were sent to the hospital over the weekend due to "pump overdose, it had run out; the doctor was trying to figure out if the pump is still on or not". The patient mentioned there was no alarm but wanted to know if there was any medication left in the pump. The patient mentioned that "they took it out of me I got treated with norcain they did it twice: then they norcain some kind of a wake aid to get me out of the state that I was in they call a pump overdose". The patient mentioned that they already reached out to their managing healthcare provider (hcp) and were still waiting for their callback. An agent reviewed information and redirected the patient to their managing hcp.